Manufacturer narrative:
The battery pca (printed circuit assembly) was delivered to the failure analysis lab for the technical investigation by the failure analysis engineer. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the radio frequency unit (rfu) window. Three manual shocks were successfully delivered within specifications. This pca was returned "false low battery warning". This was not verified in lab testing. The pca passed all tests during operation check and general testing.

Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the low battery. The battery pca (printed circuit assembly) was delivered to the failure analysis lab for the technical investigation by the failure analysis engineer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device has false low battery indication. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the low battery. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.